Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted due to pump off while on ac power. Log file submitted revealed pump stops and low speed advisories. Speed drops were as low as 0 rpm and only appeared to be occurring while the vad (ventricular assist device) was connected to the mobile power unit (mpu). X-ray submitted contained no obvious areas of concern. The images provided did not confirm any obvious areas of shield breakdown internal nor external although the entire distal portion of the driveline could not be seen. There was some visible external damage. On (B)(6) 2021, the patient underwent a driveline repair. The entire external portion of driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and no further low speed or pump off events occurred. The patient was to be monitored overnight and discharged if no further alarms occurred. Related manufacturer report number (pump) : MFR# 2916596-2021-05121

Manufacturer narrative:
Manufacturer's investigation conclusion: there was no allegation of a device malfunction on the mobile power unit (mpu). The log file spanned approximately 19 days ((B)(6) 2021 per the timestamp). There were no alarms related to the mpu. The mobile power unit, serial (B)(6), was not returned for analysis. Per provided information, the patient experienced low speed alarms and pump stops while the device was connected to mpu. The clinical team did not report further issues after the patient underwent a driveline repair. This will be investigated under MFR #2916596-2021-05121. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.